Event description:
It was reported that the device was reading inaccurately. This issue occurred on multiple pts and by multiple users. No pt injury was reported.

Manufacturer narrative:
The reported incident was not confirmed. The system operated as intended.